Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for six prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 12f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional five prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for six prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 12f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: reportedly, a cuff miss [suture retrieval issue] was noticed for four prostyle devices and not six prostyle devices. The sutures of two new prostyle devices were successfully pre-placed.

Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B2 - outcomes attributed to ae "required intervention" was removed and replaced with "na". D9 - device available for evaluation updated from ¿yes¿ to ¿no¿. H6- health effect - impact code 4641 removed and 2199 added. H6 - medical device problem code 1142 removed and 3189 added.